Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the gray lemo connector, for the blue cable, for the st holster wouldn't stay seated in the control module. No patient involvement was reported.